Event description:
During a ptca procedure the balloon of this device ruptured while being used in conjunction with a competitor's stent. However, the procedure was able to be completed using this device. The patient is reported as fine and the device is being returned for co's analysis.